Manufacturer narrative:
B3 - date of event: unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medfusion pump experienced primary audible alarm bgnd test and watchdog failure. There was no patient involvement.